Event description:
Per the audiologist's report, this pt had a subtotoal petrosectomy for chronic ear disease during his cochlear implant surgery. Five days after implant surgery, the pt returned with a right mastoid wound abcess. The doctor drained the abcess that day and put the pt on IV antibiotics however, the abcess became infected. In 2006, the physician explanted the device. The pt has not been reimplanted at this time.